Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the highly tortuous, calcified and 99% stenotic left anterior artery. The physician advanced the 2.5x20mm maverick2 balloon to the lesion where it ruptured at 12atms on the first inflation. The procedure was successfully completed with a different balloon. Patient status is listed as "fine".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.